Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that representative was unable to proceed to navigation after axiem box and emitter are initialized. It was stated that a registration was completed on a patient and the patient was used on navigation. Representative logged out of the application and relogged back in and proceeded to the same ent procedure, then proceeded to registration. After this, the representative then went to verify registration while the axiem box and emitter were initializing. After initializing, in verify registration, the registration accuracy was not displayed. Navigation smart prompt was enabled but selection the button does not push to navigation. Navigation was disabled on the menu. The user can proceed to navigation from the registration task from the menu. It was reported that it can recover by restarting the registration and selecting it from registration history. There was no patient present when the issue occurred.